Event description:
A patient with a history of peripheral vascular disease, hypertension, systemic arteriosclerotic cardiovascular disease and prostate cancer had a bilateral endarterectomy of femoral arteries for peripheral vascular disease in 2007. On the following month, the patient underwent a right groin exploration with an evacuation of a clot and a repair of an arterial bleed. The pt was receiving an antibiotic for an infection in the right groin wound. The treating physician ordered v.a.c. Therapy which was initiated on ten days later on the right groin wound. The patient was seen by his dr on eight days later. On two days later, the pt began to bleed from this wound again. When the paramedics arrived at the pt's home, they began CPR; the paramedics also intubated the pt and started intravenous fluids. The paramedics gave the pt epinephrine and atropine while performing CPR. The pt was transported to the emergency room where he was declared dead at 10:43 am. The immediate cause of death listed on the certificate of death was "complication of systemic arteriosclerotic cardiovascular disease with recent artery repair surgery".

Manufacturer narrative:
The physician's assistant for the vascular surgeon stated that v.a.c. Did not cause or contribute to the incident. The pt had a gross infection of the wound and the vascular surgeon wanted to send the pt for a graft, but the pt did not want to do this. The femoral artery was exposed in the wound and the v.a.c. Foam dressing was placed without a protective layer contrary to device labeling. V.a.c. Labeling states under "contraindications": "do not place foam dressings of the v.a.c. Therapy system directly in contact with exposed blood vessels, anastomotic sites, organs or nerves". It also states under "warnings": "all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. If use of a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier". V.a.c. Labeling states under "warnings": "infection may erode blood vessels and weaken the vascular wall which may increase susceptibility to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which, if uncontrolled, could be potentially fatal. Extreme caution should be used when v.a.c. Therapy is applied in close proximity to infected or potentially infected blood vessels".